Event description:
While using a coaxial achieve 14gx 11cm biopsy device for a breast biopsy the radiologist engaged the needle to take the sample. The device fired and was pulled out of the patient but the device wouldn¿t open back up to obtain the sample. That device was removed and a new device was used. FDA safety report ID # (B)(4).